Manufacturer narrative:
Medwatch sent to FDA on 11/04/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of palpable nodules, erythema, hardening, and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events of palpable nodules, erythema, hardening, and inflammation as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported approximately 3 months after injection to the ¿wrinkles thin¿, dark circles, eyebrows, facial contour, mandibular angles and cheekbones with juvéderm voluma with lidocaine and juvéderm volbella with lidocaine patient developed palpable nodules in the dark circles and right eyebrow. Injecting physician prescribed predsin for 3 days, celestamine for 6 days, alektos for 10 days, and azithromycin for 3 days. Patient returned for review 3 days later with no improvement and the physician injected hyaluronidase which immediately improved symptoms. Patient returned 4 days later with "palpable lesions 70% of previous size" and was injected with hyaluronidase + diprospan with improvement. The patient then traveled for a week and during this time developed ¿new palpable lesions in the temporal region, and low nasolabial fold in addition to the previous and reported mild erythema on the right eyelid region next to the injury. They are not visible or painful or hot only palpable and hardened." The palpable nodules also occurred at the mandibular angle, right temporal, low ¿sng,¿ and dark circles. Patient was prescribed predsin and clarithromycin for 20 days. The "inflammation" resolved in 3-4 days. Patient was reviewed on the 7th day and the physician noticed "small palpable nodules in infra left eyelid area." After 10 days of clarithromycin, the patient reported they were "feeling some inflammation sites back, and the left infrapalpebral region presented a low relief." When the prescription was completed symptoms worsened again. Patient was again injected with hyaluronidase to the dark circles and the prescription with predsin was increased. Symptoms are ongoing.

Manufacturer narrative:
The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The healthcare professional reported the patient "also received macrolane (ha filler for body contouring) in the legs, which presents the same reactions described in face (nodules, induration, and edema)." The physician did not previously mention this because they "did not think it could be related to the case."